Event description:
(B)(6) 2025 - we were notified of a capsule that could not be downloaded, the patient was bleeding and the capsule couldn't be downloaded. They successfully downloaded another capsule on that same cdas3, and they notified us that this capsule had been removed via enteroscopy. An RMA was issued to have the capsule returned for investigation. We asked the customer if the capsule was retained and surgically removed. (B)(6) 2025 - customer replied that the capsule had indeed been retained and an enteroscope was inserted to remove the capsule by using ""foreign body forceps"". Frm-0089c - capsule incident questionnaire was sent to obtain additional information. Completed frm-0089c was received indicated that after the prep for the capsule, the patient swallowed the capsule. When it was not excreted after 24hrs, the patient was given medication to excrete it without success. An xray was ordered which showed the capsule lodged in the ileocecal valve. After ~15 days from the swallow, the patient had an enteroscopy where they used foreign body forceps to successfully remove the capsule. However, the capsule did not work during data download. (B)(6) 2025 - the capsule arrived at capsovision for investigation. (B)(6) 2025 - the investigation confirmed that capsoview did not complete data downloading process. The failure was probably due to performance degradation of the laser diode. (B)(4) frames of video with duration 19:59:01 were retrieved using cockpit recovery software at low speed. All data was recovered. The investigation results as well as the video were provided to the customer.

Manufacturer narrative:
(B)(6) 2025 - we were notified of a capsule that could not be downloaded, the patient was bleeding and the capsule couldn't be downloaded. They successfully downloaded another capsule on that same cdas3, and they notified us that this capsule had been removed via enteroscopy. An RMA was issued to have the capsule returned for investigation. We asked the customer if the capsule was retained and surgically removed. (B)(6) 2025 - customer replied that the capsule had indeed been retained and an enteroscope was inserted to remove the capsule by using ""foreign body forceps"". Frm-0089c - capsule incident questionnaire was sent to obtain additional information. Completed frm-0089c was received indicated that after the prep for the capsule, the patient swallowed the capsule. When it was not excreted after 24hrs, the patient was given medication to excrete it without success. An xray was ordered which showed the capsule lodged in the ileocecal valve. After ~15 days from the swallow, the patient had an enteroscopy where they used foreign body forceps to successfully remove the capsule. However, the capsule did not work during data download. (B)(6) 2025 - the capsule arrived at capsovision for investigation. (B)(6) /2025 - the investigation confirmed that capsoview did not complete data downloading process. The failure was probably due to performance degradation of the laser diode. (B)(4) frames of video with duration 19:59:01 were retrieved using cockpit recovery software at low speed. All data was recovered. The investigation results as well as the video were provided to the customer.